Event description:
Pt was suffering right eye visual deterioration; a cataract was noted and eventually removed. Visual acuity did not improve prompting a CT scan. Following the CT scan, performed in 2005, the pt was diagnosed with a 12-14 mm unruptured intracranial aneurysm from the superior aspect of the para-ophthalmic segment of the right internal carotid artery, with dome projecting superioly and probably compressing the right optic nerve. The aneurysm appeared quite wide-necked. The pt commenced on plavix 450mg 2 days prior to coling, then 75mg daily and aspirin 300mg daily. Fully heparanised throughout with target act of 300+. A 7fr sheath and a 6f guider soft tip were placed into the right femoral artery; an excelsior 1018 microcatheter with a transedn .014" 300 es guidewire were placed into a large m2 branch. A neuroform2 microdelivery stent system deployed from the proximal middle cerebral artery to the carotid siphon of the internal carotid artery. Followed by deployment of 16 coils. A dense uniform packing was achieved with only scant flow visivle within some of the coil interstices; a 6f sts angio-seal palced. Pt awoke from anesthesia with no obvious deficits. On the 2nd day, post coiling procedure, unexplained high fever began, reaching 39 degrees. Full septic screen, including full blood cultures remained normal, vancomycin and gentamycin were given empirically, b but made no difference to spiking temperature. A fairly large right groin hematoma associated with the antiplatelet/anticoagulant treatment, but not felt to be the cause. No other nidus, if infection found. Finally antibiotics stopped and pt sent home, as rmained quite well throughout. On a 1 yr follow-up both side effects had resolved. Pt now fully recovered.

Manufacturer narrative:
The subject device is not available for evaluatin because it was implanted in the pt. Additional info is being requested regarding the lot number of the subject device. The root cause of the reported event cannot be determined at this time.